Manufacturer narrative:
Two opened and used partial sensors were inspected and one of two were found with a broken cannula. The broken part was missing. It could not be confirmed if the customer received the sensors in said condition due to the sensors being returned opened and used. The one remaining sensor had no broken or missing parts, the adhesive anomaly could not be confirmed due to the sensor being returned opened and used. No needle anomalies could be confirmed due to the customer not returning the needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse initially reported via phone call, when the customer inserts the sensor the cannula bends and it breaks off. Customer's spouse stated the sensor goes in crooked and the cannula broke off and other times it kinged like a z shape. Customer's blood glucose was unknown. Customer stated he has scar tissue on the on his stomach. Customer stated there is a not where the sensor was inserted. The introducer needle wasn't hard to remove. Customer also mentioned the site had blood. Customer was advised to get an x-ray to locate the sensor in his body. Customer agreed to return the sensor for analysis.